Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter address (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ luer-lok¿ syringe was found with foreign matter as ¿particulate contamination were found in syringe.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigaton summary: sample evaluation: ten packaged 5ml samples received at bd canaan confirmed to be from batch # 7238642 (B)(4). Ink smears/dots were observed outside the barrel on four out of the ten samples received. Also, the photo depicted one packaged syringe with ink smear. Foreign matter observed is a cosmetic defect. DHR review for batch 7238642 (B)(4). Manufacturing date: 9/12/2017 to 9/13/2017. Batch quantity was 480,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7238642 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine # 60, notification n/a, adjustments n/a, requal n/a. Confirmed: bd was able to confirm the customer¿s indicated failure investigation conclusion: root cause undetermined.